Event description:
It was reported that this right atrial (ra) lead was dislodged and hanging down by the ventricular lead due to the atrial is picking up the ventricular since day of the implant. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.